Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
.

Event description:
Update: (B)(6) 2014 - medical records received. Dor corrected. Patient was revised to address turbid, amber fluid, and grayish yellowish amorphous soft tissue in the femoral head. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain in his thigh, right hip joint, and groin; the formation of metallosis which has damaged bone and tissue surrounding the implant; a lack of mobility; chromium and cobalt metal toxicity; and other complications. Pt is resident of (B)(6).